Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light source has light on the distal end of the scope blinked in an abnormal way. The issue reported was found after the procedure. The unknown procedure was completed using a similar device. There were no reports of patient harm.

Event description:
The costumer reported that all the other buttons on the clv-190 control panel wouldn¿t work.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 (to include information inadvertently left out of the initial MDR), d10, e3 and h6 (add problem code 4063). Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.